Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent was implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00234.

Event description:
It was reported that stent-assisted coiling of a vertebral artery aneurysm was attempted. The headway microcatheter was placed across the aneurysm neck in the basilar artery and an attempt was then made to deploy the lvis stent. The stent opened distally and the distal flared ends apposed well to the vessel wall; however, after more than 40% of the stent had been deployed, it did not open at the neck of the aneurysm. An attempt was made to re-sheath the stent; however, the entire stent could not be recaptured into the microcatheter, so the entire stent/microcatheter system was withdrawn together as a single unit. As the system was being removed, it moved the headway that was positioned in the aneurysm, and the aneurysm ruptured. Protamine was administered immediately and the procedure was aborted. The patient was taken to the ICU for observation and after a day, the patient died. Aneurysm rupture was determined to be the cause of the patient's death.

Manufacturer narrative:
Additional information: the device was received for evaluation on april 29, 2019. The pusher and stent were returned. A new microcatheter and introducer were used for testing, as the original microcatheter and introducer were not returned. Upon initial investigation, there did not appear to be any damage to the stent. The stent was reloaded back into the introducer and deployed out of the microcatheter without any friction. After the distal end of the stent was deployed, the stent was retrieved back into the microcatheter without any issues. The reported complaint is unconfirmed, as the stent was able to be retrieved back within the microcatheter when the distal end was deployed and redeployed properly. The root cause for the stent not being able to be retrieved may have been due to tortuous anatomy, which could result in difficulty in retrieving the stent.